Event description:
It was reported that the pt had an exacerbation of her multiple sclerosis with increased baseline spasticity. The pt had an MRI on the date of this report due to medical condition and was now concerned that her pump might not be working. The health care provider believed that the pump was working fine and the spasticity was related to the pt's medical condition. Per the reporter, the symptoms had occurred prior to the MRI as well. The pt was admitted to the hosp. No alarms were noted. The pump had not been interrogated for detection of alarms or confirmation of programming. Diagnostic studies had not been performed; the hcp was considering device troubleshooting. The pt reported to the hcp that she had an increase recently. The pump contained baclofen (lioresal); concentration was unk. The hcp planned to contact the pt's managing hcp as limited info was available. Additional info has been requested from the hcp, but was not available as of the date of this report.